Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.

Event description:
The caller reported that the pt's tube failed on (B) (6) 2010. The ventilator alarm went off and hr decreased to 50 and spo2 decreased to 40. The nursing staff was right there and pt was recannulated. The nursing staff said, the tube lost air, but also reported that the doctor during the event disagreed, but did not say why.